Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, approximately 4.5 years post op the initial left tha, this 74 y/o female patient was revised due to the hip implant recall. The patient received a letter regarding the hip implant recall and wanted the prosthesis revised. The surgeon preformed the operation. The x-ray showed some eccentric wear and some osteolysis on the anterior aspect of the hip above the lesser trochanter and some osteolysis of the greater as well. The polyethylene did not look in terrible condition, but had signs of wear. Surgeon removed the gxl polyethylene and the 32mm cocr head, and swapped them for the same size neutral liner in xle, 32mm g1 liner, and a delta option head with a 0+ sleeve. Patient was last known to be in stable condition following the event. Devices are not returning. Patient's lawyer requested the explants.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 19-dec-2022. (D10) concomitant device(s): 130-32-51, 4578071 - nv gxl liner neutral, 32mm ID group 1 cups. (H4) device manufacture date: 21-dec-2017.

Manufacturer narrative:
Section h10: h3: based on the available information, significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision was likely the result of a combination of the risk factors. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision was likely the result of a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not available for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.